Event description:
The rep reported the device was used during a laparoscopic hernia repair. It was reported the ems were not forming properly. They did not complete a rectangular shape-especially in cooper's ligament. Another ems was opened to complete the case. Hernia stapler came from a hernia tray. There was no consequence to the pt.